Manufacturer narrative:
Physio-control has performed numerous attempts to retrieve information from the customer regarding the reported issue but has been unable to reach the customer. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device would not recognize the connection of their defibrillation hard paddles assembly. This occurred with multiple sets of hard paddles. The customer indicated that this did not occur during patient use.